Event description:
In 2005, hemoglide catheter inserted. In 2006, hemoglide removed. Post removal x-ray performed. Tip of catheter noticed to be sitting in the pt's pulmonary artery. Apparently, removal was normal with no difficulties. Tip noticed at x-ray to have sheared off. "Neither pt nor staff member recall any difficulty with removal of the line. No incomplete line was noted by clinicians at the time."

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive, since the product was not returned for evaluation.